Event description:
During remote follow-up, episodes of non-sustained oversensing were observed on the device. Abbott technical support was contacted and confirmed that the oversensing was likely due to myopotentials. Device reprogrammed was recommended and was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.